Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4). "

Event description:
"On (B)(6) 2012, at (B)(6) hospital in (B)(6), it was reported that the power supply fuse (8a 250v) on the hcu 30 serial number (B)(4) was blown. The leakage current was measured and was within specification. Reference complaint (B)(4)."